Event description:
During a pre-use test of a 4.0mm inner diameter (ID) cuffed et tube, the balloon failed to stay inflated. This was repeated with two more tubes. Each failed to stay inflated. When a fourth tube was tested, it stayed inflated and was inserted into the patient. After insertion, the anesthesiologist concluded that the cuff was not sealing and used a clamp on the fill tubing line of the et tube. This clamp kept the cuff inflated through the procedure. Manufacturer response for 4.0 mm ID cuffed et tube, hi-lo oral/nasal tracheal tube cuffed (per site reporter): we made the distributor, (B)(4), aware of this issue. They reported back that they are not aware of any other similar reports. The manufacturer, covidien, will be notified the next business day from today. The failed device will be made available to them upon request.